Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Patient enrolled into the (B) (4) trial. (B) (4) reported. During the procedure, the patient became unresponsive, but recovered without sequelae. Please reference MDR 2183870-2010-00093 for the spiderfx used in this procedure.